Event description:
On 05/27/2008, the pt reported a leak mark on the screen of his infusion device that looked like a burn and he was not able to read the display. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.